Manufacturer narrative:
The t:slim x2 g5 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was observed in the cartridge tubing and infusion set tubing. Reportedly, the customer fills the cartridge with cold insulin. Customer's blood glucose level was 300 mg/dl. Prior to the call, customer primed the air bubble out of the tubing successfully. Tandem technical support advised the customer to fill cartridges with room temperature insulin.